Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 3 months. Reportedly, the customer had the incorrect transmitter ID entered into the pump. Tandem technical support guided the customer through entering the correct transmitter ID into the pump and starting a new sensor session. No additional patient or event information was available.